Event description:
It was reported to nova biomedical that a consumer received high readings of 16.7 mmol (302 mg/dl) on their blood glucose meter. The consumer did not feel this results were accurate. Subsequently, the consumer performed an additional tests on another glucose meter getting a result of 3.1 mmol (56 mg/dl). The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.